Manufacturer narrative:
Consumer states she fell asleep with the heating pad which is a direct violation of the instructions and warning provided with sunbeam heating pads.

Event description:
On (B)(6) 2012, we were served with a summons and complaint for this incident. Consumer states she fell asleep on an old heating pad and awoke to find a burn on her hip. On (B)(6) 2013, we received medical records that indicate this consumer sustained a burn to her hip that required a skin graft.